Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported by the customer that the reservoir was leaking insulin into the insulin pump. The customer stated that she noticed her reservoir icon drop suddenly and discovered the leak. The customer also stated that the insulin went past both o-rings. Nothing further was reported.